Event description:
During a literature review, ("frequency, risk factors, and management of perigraft seroma after open abdominal aortic aneurysm repair," journal of vascular surgery, (B)(6) 2011, authors: ajith k. Kadakol, md, timothy j. Nypaver, md, judith c. Lin, md, mitchell r. Weaver, md, joseph l. Karam, md, daniel j. Reddy, md, georges k. Haddad, md, and alexander d. Shepard, md), a study reported on a pt who had intervention to address a perigraft seroma complication related to a gore-tex stretch vascular graft implant. As reported, a pt had pain associated with 9.0cm seroma and sac enlargement. This pt underwent celiotomy, seroma evacuation, partial placement of ptfe graft with a darcon graft, and excision of redundant aneurysm sac with snug closure around the graft.